Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal intact and the pump in good physical condition. A review of the event history log found evidence of force sensor test in the history. Functional testing using the power up process and testing the force sensor calibration was performed. During testing, the reported problem was duplicated. The force sensor test error was found at power up and the force sensor could not be calibrated. The root cause of the problem was a faulty force sensor. To resolve the problem, the faulty force sensor and plunger printed circuit board (pcb) were replaced.

Event description:
It was reported that the pump had a force sensor failure occur. No additional information available. No patient injury was reported.